Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high voltage lead impedance out of range was noted. The physician alleges the impedance change is due to fibrosis, but could not be confirmed. They will continue to monitor the patient by follow-up. The patient was in stable condition.